Event description:
It was reported that a dissection occurred. Ther 98% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. Following pre-dilatation, a 12 x 3.50 promus premier drug-eluting stent was advanced for treatment. Resistance was felt during advancing and the stent was deployed and post-dilated; however, a proximal edge dissection was observed. Stent damaged was also noted. Another stent was then used to cover the dissection and the procedure was completed. No patient complications were reported.